Event description:
It was reported that a user treated a sensor-identified low trend and subsequent fingerstick-confirmed hypoglycemia with cookies and juice, leading to concern for overtreatment and disparate glucose readings between the ilet and a connected continuous glucose monitor (cgm) application until the app was restarted. Symptoms included hypoglycemia reaching 60 mg/dl. Outcomes included recovery to in-range glucose without the need for medical intervention or hospitalization. Investigation included user education on appropriate treatment of hypoglycemia, confirmation of glucose via fingerstick, calibration of the cgm, and troubleshooting by force-closing and reopening the cgm application to align displayed values. Investigation of this case revealed user-related overtreatment behavior and transient display discrepancy between devices that resolved with application restart, with no device malfunction of the ilet identified. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia and cgm app behavior, not an ilet device failure.